Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing on pyxis, and the server did not allow the user to undo the discharge. A technical support specialist (tss) explained that the patient had already been discharged. The tss confirmed that the unit known as service center emergency department hold had a seven-day automatic discharge process. The tss mentioned that it was advised to reach out to the admission, discharge, and transfer department so that an admission message could be sent. The tss noted that permission was given to close the case afterward. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient was not showing on pyxis, and the server did not allow the user to undo the discharge the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.